Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on this information, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. The reported positioning failure (leaflet grasping ¿ clip not implanted) was a cascading effect of the reported single gripper actuation issue. Anatomical challenges influenced the reported poor image resolution. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4. Imaging was very challenging due to the anatomy. The ntw mitraclip delivery system (cds) was advanced, the anterior gripper arm was not fully dropping; therefore, the leaflets could not be grasped. The clip was not implanted and was removed. An xtw clip was implanted instead, without issue. A total of three clips were implanted, reducing mr to 1-2. The ntw clip was tested outside of the anatomy and it was confirmed, the anterior gripper arm only came down to 45 degrees. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.